Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump while also being advised to call back should any issues arise again.